Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead will be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead will be returned. Additional information was received that during the procedure, the physician noticed that the paddle lead was oddly shredded and disintegrated.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead will be returned.

Manufacturer narrative:
Sc-8336-70 sn: (B)(6). The returned lead was analyzed and visual inspection revealed that all 4 tails of the paddle lead are completely separated from the paddle. Multiple electrodes (# 1,2,8,12,17,18,19,26,27 and 30) were dislodged from the paddle and not returned. It appeared that excessive mechanical force was exerted onto the lead tails when the migrated, causing the severe lead damage and the reported inadequate stimulation. With all the available information, boston scientific concludes that patient experienced inadequate stimulation due to lead migration has been confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.